Event description:
During the evaluation of the device at the customer site, the device failed a test step during testing. There was no patient involvement, and no harm or injury reported. A philips field service engineer confirmed the issue during a site visit. The device's 3-way solenoid and proportional valves were replaced to address the issue. The device passed final testing.